Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking at the filter site during the home visit with the patient. Patient changed the line immediately. It is unknown if the event occurred while in use on a patient.

Manufacturer narrative:
D9: 16-may-2025. H3: five used devices were received, three of which were attached to an unknown, needless access mating device. As received, no damage or anomalies were observed. The used samples were separated from the mating devices and leak/occlusion tested. An occlusion was noted on all 5 samples. Further evaluation showed the occlusion cleared from sample 3 at 18 psi and samples 4 and 5 at 35 psi. Upon the full priming of sample 5, white liquid was observed at the end of the set. Additionally, a leak was observed from the filter vent at 45 psi. Additionally white liquid residuals were observed on the filter of sample 4. Samples 3, 4 and 5 were noted to have leakage at the filter vent. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use. Additionally, occlusions were observed on all the samples received. The probable cause of the occlusion is solution residuals left in the tubing. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.